Manufacturer narrative:
Product could not be reviewed because it was not returned. Therefore, the investigation of the reported event is inconclusive, and a definitive root cause is unknown. Because the lot number was provided, a manufacturing review was performed as well as testing of devices from different lots. There were no failures noted. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately 6-months post-port placement, the port had come apart. It was further reported that the port was removed from the patient and replaced. There was no reported patient injury.